Manufacturer narrative:
Additional information: two probes were returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The probe was manufactured on october 16, 2014. There were (B)(4) paks associated with this lot. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. Two probes and their associated tubing were received for evaluation. A visual assessment of the returned sample showed no obvious nonconformities. Both probes were connected to a calibrated system. Both probes were successfully primed two times, and tested for functionality on the vitreous mode on a system. No problem was found and both probes were functioning as intended. The samples were found to be functioning as intended. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported that the actuation sound was different from usual, and the aspiration efficiency was low during a vitrectomy case. The case was completed using a different vitrectomy hand piece. There was no patient harm.

Manufacturer narrative:
A sample has been received and is in house. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).